Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes clinical manager called in to report for the customer that the buttons were too hard to push. The customer's blood glucose level was unknown. The caller was informed that the new device's buttons are a little hard to push but the customer should be able to navigate. The caller was also informed that the customer needed to call in to troubleshoot. Nothing was replaced or returned.